Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled (rmd) for radio frequency (rf) telemetry. Technical services (ts) reviewed the available information and noted that, although the alert displayed an explant date of (B)(6) 2000, analysis indicated the event was likely a true rmd condition. Device replacement was recommended and the findings were communicated to the representative for follow-up with the clinic. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.